Event description:
It was reported that the lead insulation exhibited an anomaly. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the insulation was abraded at 7.2 cm from the connector pin, due to friction with device can. The proximal insulation was damaged at multiple positions due to electrocautery.